Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged from its original implant position and causing undersensing. The ra lead was reprogrammed and remains in service. No adverse patient effects were reported.